Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2013, tha surgery with accolade1, delta head and trident cup. After that, the revision surgery was performed due to suspicion of armd on (B)(6) 2016. In the revision, the head was removed from the stem neck trunnion easily. The inside of the head and the stem neck had a black mark on the circumference. Finally, only the stem was remained and the cup, the insert, the head were exchanged.

Manufacturer narrative:
An event regarding altr (metallosis) and infection were reported. The events were not confirmed method and results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar), the inspection noted: metal transfer markings were observed on the head, likely from the hip. A material analysis has been performed. The report concluded: debris was observed on the taper of the head. Eds was performed on the debris and was consistent with material transfer from the stem and biological material. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review by a clinical consultant noted: in conclusion, the evidence for presence of altr is very thin or absent and a diagnosis of low-grade infection appears much more likely. Lack of adequate information prevents to differentiate findings with more detail. This case needs more info to solve. No x-rays are available for review and it is quite well possible that this could provide additional information to a potential overload problem while lab info might provide more info on either histopathology or bacterial culture results. Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events reported for this manufacturing lot or sterile lot. Conclusions: the investigation concluded that the exact cause of the event could not be determined because further information such as either histopathology or bacterial culture results and x-rays are needed to complete the investigation. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
On (B)(6) 2013, tha surgery with accolade1, delta head and trident cup. After that, the revision surgery was performed due to suspicion of armd on (B)(6) 2016. In the revision, the head was removed from the stem neck trunnion easily. The inside of the head and the stem neck had a black mark on the circumference. Finally, only the stem was remained and the cup, the insert, the head were exchanged.